Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the patient was undergoing a planned prophylactic generator replacement during which pre-operative system diagnostics resulted in high impedance. Thus, a full revision surgery occurred and impedance testing was normal on the replacement devices. The explanted generator and lead have been received by the manufacturer for analysis. Analysis of the generator was completed. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead has not been completed to date.

Event description:
Analysis of the explanted lead was completed. Analysis confirmed discontinuity of the positive quadfilar coil in the body region of the returned lead portions. Abraded openings of both the outer and inner silicon tubing near the break location were also observed. Finally, the area near the break region was identified as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.